Manufacturer narrative:
The product involved in the report has been returned and is being evaluated. The investigation remains in progress at this time. All information reasonably known as of 14 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
One used sample was received for evaluation. The sample was received with the inflation line detached from the endotracheal (et) tube. The detachment area was examined under magnification, and the severed end of the inflation line tubing appeared to be jagged. The skive in the EU tube wall had what appeared as jagged adhesive residue. There did not appear to be any remnant of the inflation line in the skive. Both components fluoresced under uv light. The root cause could not be determined conclusively, however, the inflation line may have been pulled on excessively. There was no indication that the et tube migrated, and the patient was wearing a bite block. All information reasonably known as of 26 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19 dec 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the inflation line came off the device. It was found 15 hours after surgery. A bite block was used, and the nurse also noted that the patient's head direction had not changed compared to prior to surgery. They do not believe the inflation line was damaged by the patient. The microcuff was replaced for a new one, and there was no injury to the patient.